Event description:
The customer reported to baxter (B)(4) a standard 118 y pa set in which a leak occurred during a blood transfusion. According to the report, at the beginning of the transfusion blood leaked just below the filter at the junction of the filter and the tubing. The set was disconnected and replaced. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A review of the labeling of this product code did not show any issues, the labeling is conforming per internal procedures. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.